Event description:
It was reported that the customer experienced a blood glucose (bg) level of 80 mg/dl and fell, hurting their back. Cause of bg level was not known. Customer was taken to the emergency room by emts (emergency medical technicians) and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.